Event description:
After loading the tubing into the pump and releasing the roller clamp on the set the nurse noticed excessive fluid flow in the drip chamber. Pump was removed from use. There was no resultant pt complication.